Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher for evaluation. Skin graft mesher, serial number (B)(4), was manufactured on may 4, 2006, and is over 10 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The latching pins engage as intended. There was deformation to the comb but does not impede function. The ratchet is for a meshgraft ii and the set screw was not flush. However, it still functions correctly with the mesher. There was slight galling to the roller shaft extension and deformation to the end. There was wear to the roller gear. The test mesh using the customer's mesher and ratchet: failed when using the 4:1 and 3:1 ratio cutters. The comb became damaged during testing with the 3:1 ratio cutter. Therefore, additional testing of the 2:1 and 1.5:1 ratio cutters could not be performed. There was wear to the 1.5:1 and 4:1 ratio cutters. The 2:1 and 3:1 ratio cutters had bent blades. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb, roller and gear. The 1.5:1 ratio cutter produced a passing cut and the worn collars, bushings, pin and gear were replaced. The 2:1 ratio cutter produced a passing cut and the damaged collars, bushings, pin and gear were replaced. The 3:1 ratio cutter was deemed unrepairable since it had a badly bent tine and was not able to be tested. The 4:1 ratio cutter was deemed unrepairable since it was visibly damaged and was not able to be tested. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the ratchet mechanism was not working¿ was unconfirmed since during the initial inspection it was discovered that the ratchet handle that was returned for evaluation was for a meshgraft ii, however, it still functioned correctly with the mesher. Based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the ratchet mechanism was not working. No adverse events have been reported as a result of the malfunction.